Event description:
On 05/26/2006, a physician performed a vascular closure using the starclose device and hemostasis was achieved. The patient was brought back to the catheterization lab because of diminished pulses. An angiogram was performed and the starclose site was occluded. The physician performed a percutaneous transluminal angioplasty (pta) and dilated the area with a balloon. The patient was discharged home. It is reported the patient is fine.

Manufacturer narrative:
The device was not retruned and there was no lot information. We were not able to perform device inspection or device history record review in this case.